Manufacturer narrative:
The customer reported "stained display", which does not prevent the use of the device, and it is solved by the replacement of the component. After the device returned for evaluation, during the inspection the service found out, in addition to the stained display, that the device had come in contact with liquid. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics, for this reason the pcb was replaced. Device repaired and returned. No patient involvement.

Event description:
The customer reported "stained display", in addition the service found out that the device had come in contact with liquid.